Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device delayed to charge and internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. Internal inspection of the device found battery lugs loose, the battery lugs were tightened and the processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The event battery was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.